Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thigh lift plastics procedure, 8-10 minutes into the procedure using the subcutaneous closure suturing technique, the needle detached from the suture after two to three passes. It was stated that four sutures were opened and the same issue occurred. The strand were tied and another suture was used to complete the case. There was no patient injury.